Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt was admitted in emergency room with syncope episode. Results (ng/ml). I-stat, result: 0.10, time: unk. Architect, result: 0.695, time: unk. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.